Event description:
Report received from the pt indicated stent occlusion. The pt indicated that in 1995 he had (3) palmaz schatz balloon expandable stents implanted in the heart. The target lesion was a saphenous vein graft (svg) that was in situ from a previous bypass (1987). Six months post implants, the stents occluded. At that time the pt returned to the cardiologist, and he was told that there was no treatment option. Since then the pt received a second bypass, which was performed in 2000. In addition, the pt added that his call was not a complaint only that he wanted to know if those stents could be removed and replaced by new ones. At this time he feels he is older and tires easily with angina from time to time. Pt is currently not under any medical treatment.

Manufacturer narrative:
The products will not be return for eval and testing. Additional info will be sent within 30 days upon receipt.